Event description:
Carelink remote patient monitoring program - transmission data integrity, missing reports; trends on patient with a medtronic linq ii, serial [redacted]. Missing reports from the remote monitoring platform carelink, not generating or sending clinically significant reports for patients with implantable cardiac devices for remote monitoring. Manufacturer response for remote pt monitoring platform, carelink (per site reporter).